Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the lead could not be placed. The lead was removed and a replacement lead was successfully implanted at that time.